Manufacturer narrative:
(B)(4).

Event description:
It was reported that a vns patient has a wound infection at the generator site, which was observed at a surgical consult for lead pin revision (MFR report#1644487-2015-05627). The device history records were reviewed and confirmed that the lead and generator were sterilized prior to distribution. No additional relevant information has been received to-date.